Manufacturer narrative:
Quote #(B)(4) was initiated for an RMA for this issue. Model 3gtqspbase serial number/date code (B)(4) is approximately 6 years and 3 months old. The user manual part number (B)(4) rev a was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The left wire going from controller to the motor was allegedly melted. Dealer was allegedly at end users home when he noticed the chair moving slowly. An invacare tech (tim) helped dealer locate the problem. No injury alleged.